Event description:
Bd multisample needle and safety guard holder were used for routine phlebotomy draw. The needle was inserted into pt's arm when needle popped off at the holder. Procedure was discontinued and the needle was removed from the pt's arm. No injury to pt. 3 episodes occurred 1/12/98.